Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, foreign material was found in the forceps elevator. Other observations for the device are: due to a pinhole on distal end rubber coating (a-rubber), water tightness is lost; adhesive on a-rubber is detached; a-rubber has cut; connecting tube has a scratch and a wrinkle; grip, universal cord, distal end cover (c-cover), and suction cover (s-cover) have a scratch; suction cylinder (s-cylinder) is shaved; due to wear of angle wire, the play of up/down and right/left knob is out of the standard value and bending angle in up/down/right direction does not meet the standard value; and due to damage on charge couple device unit, the image has black dots. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of issues of wrinkles in connecting tube, angulation play, and switch not working found in device inspection. There is no reported harm to any patient. Upon evaluation of the returned device, foreign material was found in the forceps elevator. This medwatch is being submitted for the reportable issue of foreign material was found in the forceps elevator during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified additionally the customers reprocessing steps were reviewed and found no obvious deviation from IFU. Therefore, root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: -IFU (reprocessing manual) states that insufficient cleaning, disinfection and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Information of reprocessing performed at the facility: an air water channel cleaning adapter is used for pre-cleaning, which is performed immediately after a procedure. Steps of the pre-cleaning: scope is immersed in detergent solution; insertion tube unit wiped; air/water channel cleaning adapter and suction cleaning adapter used; and both air/water channel and suction channel are cleaned. Detergent used for pre-cleaning: sefazyme. The endoscope channels are brushed during manual cleaning with reusable olympus bw-20t brush. If single brush is used, it is the olympus maj 1888. Cleaning and disinfectant solutions used with the endoscope is glutaraldehyde (ga) 2 to 2.5%. The forceps elevator is raised and lowered three times in water during aspiration. The forceps elevator is brushed. The forceps elevator is operated in the detergent solution. The forceps elevator is flushed appropriately. The distal end is brushed with both mh-507 and maj-1888 brushes. Facility is not using a automatic endoscopy reprocessor (aer). The endoscope is stored in a hanging cabinet after completion of reprocessing.